Manufacturer narrative:
H6: investigation summary this memo is to summarize the investigation results regarding your complaint that alleges missing label when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1011614. Bd quality performs a systematic approach to investigate missing label complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. There are no current trends against missing label. A returned photographic evidence provided showed packaging of the sars-cov-2 veritor and was able to confirm the customer¿s report of missing label. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor¿ it was discovered that the label was missing on a kit. Eua # (B)(4).

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor¿ it was discovered that the label was missing on a kit. Eua # (B)(4).